Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of a leadless implantable pulse generator (ipg), the patient experienced a drop in systolic blood pressure and a pericardial effusion. A pericardiocentesis was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.